Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had a cracked case on display window corners, scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a prime/fill anomaly. She stated that insulin would exit during manual prime but it will take 30 to 50 units of insulin to pour out until she gets numbers on the screen. Blood glucose value is unknown. Troubleshooting was not performed. The device was returned for analysis.